Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/17/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
This complaint is originally created for MDR non-reportable issue. During an afib. Procedure, the catheter had much noise which observed on bs and ic. The signal interference (noise) observed on both carto and recording system. The physician had at least one ECG signal available to monitor patient heart rhythm. The issue was resolved by changing catheter. Procedure completed without patient consequence. This complaint is re-assessed to MDR reportable per fal findings on 1/17/2016. Catheter was returned with tip section peek housing, rings and tip dome damaged on both side with internal parts exposed. Ring #2 was rough and sharp in some areas. This is MDR reportable as it compromised the integrity of the catheter and posed risk to the patient of thrombus. The sharp nature of ring #2 may potentially cause damage to the endothelial layer of the vasculature or cardiac structures. The awareness date of this complaint is reset to 1/17/2016 based on lab findings on 1/17/2016.

Manufacturer narrative:
(B)(4). It was reported that during the afib procedure, the catheter had much noise/interference and the catheter could not apperceive electric signal. Changed another one to complete the procedure. Upon received catheter was visually inspected and it was found tip section peek housing, rings and tip dome damaged on both side with internal parts exposed. Ring #2 is rough and sharp in some areas. Sem results show that the external surface of the peak housing exhibit evidence of scratches and ruptures. It is possible that an unknown object hits and ruptures the peak housing. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken due to peek housing condition causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified wire was found broken causing the electrical issue. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause.